Event description:
The patient was referred for generator replacement as the battery was completely depleted and could not be interrogated. When the new generator was placed during the replacement surgery, high impedance (=9000 ohms) was observed. It was noted that they confirmed complete pin insertion and cleaned the connector block out with saline. Surgeon decided to close the patient with the new generator implanted; the high impedance did not resolve. No further relevant information has been received to date. No additional known relevant surgical intervention has occurred to date.